Event description:
Boston scientific received information that an alert was detected via the patient's remote monitoring system indicating that this cardiac resynchronization therapy defibrillator (crt-d) was deactivated and reprogrammed to a monitor only mode. No additional information was received that could confirm the reason for the deactivation. The defibrillator remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.